Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Recommended asr revision - left hip.

Manufacturer narrative:
This is a duplicate of report number 1818910-2010-09972. Depuy considers this complaint closed.